Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result on a single patient sample (21.0 ng/ml), processed on the vitros 5600 integrated system. The same sample was retested and the repeat result obtained (<0.012 ng/ml) was believed to be the accurate result. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was not reported outside the laboratory and there were no reported allegations of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. The root cause of this event could not be determined, however, there was no indication the vitros 5600 analyzer malfunctioned. Analysis of quality control data, analyzer econnectivity data, and an acceptable vitros troponin I es precision test found no evidence to suggest the vitros analyzer had malfunctioned. The effect of sample processing could not be ruled out as having contributed to the event. The customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.